Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 19 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type ii and immediate implant and immediate load procedures were performed.